Event description:
Report received from the USA stating that the device was "frozen". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "frozen" was confirmed. In the pre-repair diagnostic assessment, the visual assessment showed a bent shaft needed to be replaced. The device was repaired and passed final acceptance criteria. If additional information is received, a supplemental report will be sent. (B)(4).